Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a minor shock and has been commonly feeling for the last two months prior to the report. It was reported that the patient stopped charging the implant and it was dead.